Manufacturer narrative:
(B)(4). It was reported that on an unreported day, a few days after (B)(6) 2015 the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment with ampicillin for peritonitis. At this time of the report, the treatment with antibiotic was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. It was unknown if the patient was hospitalized for the peritonitis event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.